Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges that there is something poking her out of the seat of her chair.

Manufacturer narrative:
The device was returned and evaluated. There was nothing physically protruding from seat that could be associated with the text of the claim.

Event description:
Alleges theat there is something poking her out of the seat of her chair.